Event description:
Healthcare professional (hcp) reports one incident of pt reaction with the psn 210 dialyzer. Incident occurred in 2001. Approx ten minutes into treatment, pt experienced severe chest, neck, and back pain. Treatment was terminated and blood was returned to the pt with no reported blood loss. Pt was administered 50 mg benadryl IV and was hospitalized. Dialysis was resumed in the hospital with an f70 dialyzer and completed without further incident. Hcp reports that since the incident, the pt has dialyzed successfully with the f70 dialyzer and symptoms have resolved.